Manufacturer narrative:
Concomitant medical products: product ID 977a275, product type: lead. Product ID 977a275, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an abnormal recharge. It was reported the patient went from two percutaneous leads connected to an implantable neurostimulator (ins) to one surgical lead two weeks prior to the report. The patient normally charged the ins 1-2 times a week, but now she needed to charge every second day or less (approximately after 36 hours). The manufacturer representative provided the data and, based on the recharge data of the last six recharge sessions, the patient is indeed recharging every other day. However, based on the recharge interval for the hd group, recharging every other day looks normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) clarified that the two leads were replaced because of repetitive dislocation/migration. The patient is young and is active in sports. The rep didn¿t think there was any issue with the ins or recharger. The patient uses the hd settings over 55% of all stimulation during 24 hr/day. The rep¿s conclusion was that the patient needs to charge every 2-3 days because of the hd setting. No interventions/actions were taken to resolve the recharging more often. In some way the recharging more often has been resolved. The patient did not experience any symptoms.

Event description:
Additional information from a consumer via a manufacturer representative reported that the patient was charging 2-3 times a week where they used to charge once a week. When the patient had two percutaneous leads with lots of different programs, they recharged the ins approximately once a week. Now with a surgical lead and almost the same programs except for less electrodes used, the patient was charging 2-3 times a week. The manufacturer representative checked the ins and they saw normal function when they looked at the device data. After a manufacturer representative met with the patient several times during the 10-12 months prior to (B)(6) 2017, it was found that the issue ¿went back to normal.¿ please note the initial paragraph included here was originally reported through regulatory report #3004209178-2017-00291 and has been determined to be duplicate of the event previously reported through this report. The information has been included for completeness; all further event information received will be reported as part of this report.